Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/27/2024, it was reported by a sales representative via email that an ar-7300ds dissector became very hot and fused together and it could not be removed properly from the handpiece. The dissector was changed to another from the same lot number, and the same thing happened. This was discovered during a wrist scope procedure on (B)(6) /2024. Additional information received on 10/3/2024: the dissector did not produce smoke. The dissector slightly burned the patient's tissue. No operating room staff was harmed by the overheated dissector. The dissector produced metal shavings, and they were cleaned out with the ar-7300rbe burr used to complete the case. A dualwave outflow tubing, a pump, and vacuum/wall suction were not used during the case. There was no uninterrupted flow of irrigation through the device while in use. The ar-7300ds dissector was used in oscillation and forward direction. The case was delayed ten minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted an ar-7300ds dissector has a discolored burn mark at the tip. Refer to attachments. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow during use.